Event description:
Reporter indicated that handheld screen would not operate properly when the handheld stylus was used to select menu options. Troubleshooting did not resolve the issue. The handheld was returned to manufacturer.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.